Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were harder to press and scratches on display screen that affects ability to read the screen. The customer¿s blood glucose level was unknown. The customer also reported that reservoir needs to be cranked in hard to stay, diminished battery life, insulin pump rejected new batteries, was louder during rewind. The insulin pump had random unexplained no delivery alerts, also cracks in insulin pump casing on corner by up button and battery cap was not completely flat. The insulin pump will not be returned for analysis.